Manufacturer narrative:
No product has been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specifications. The dhrs (device history review) for the freestyle lite meter and freestyle strips were reviewed. The dhrs showed the freestyle lite meter and freestyle strips passed all tests prior to release. Retain testing was performed and all units performed within specification. If the product is returned, the case will be re-opened, and a physical investigation will be performed.

Event description:
A caller called on behalf of a customer who reported receiving an erratic reading from an adc glucose meter. The customer received a reading of 300 mg/dl and was brought to the hospital by the caller. Customer had contact with a healthcare professional who stated he had a "normal glucose level" and administered an unspecified injection and medication as treatment. No further information was provided. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The date of event is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A caller called on behalf of a customer who reported receiving an erratic reading from an adc glucose meter. The customer received a reading of 300 mg/dl and was brought to the hospital by the caller. Customer had contact with a healthcare professional who stated he had a "normal glucose level" and administered an unspecified injection and medication as treatment. No further information was provided. There was no report of death or permanent injury associated with this event.